Manufacturer narrative:
The medium large clip applier instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. The lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was alleged that a fragment possibly fell inside the patient during a da vinci assisted procedure. At this time, it is unknown what caused the issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium large clip applier instrument was loose when the customer tried to load the clip. The customer clarified that the issue occurred the day prior. The clip did not actually click like it used to and had to be pushed in. When the surgeon tried to move the instrument, the clip just fell off. It was not specified whether the clip fell into the patient. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.